Manufacturer narrative:
The device remains implanted in the patient.

Event description:
It was reported that after completion of treatment of a giant ophthalmic aneurysm on (B)(6) 2022 using stent (subject device), approximately 12 hours post procedure the patient was brought back to angio suite with stroke symptoms. There was no clot to be retrieved. It was confirmed to be hem aneurysm rupture of same treated aneurysm. There was some bleeding and subarachnoid hemorrhage. Patient was and continues to be on aspirin and plavix as dual anti platelet therapy (dapt) before and after the surgery. Stent (subject device) was reported to be performed as intended. An additional diagnostic was done on 18 october. Patient was kept in the hospital for an additional week and had another stent placed on 24 october at same location of subject stent. Indication of using another stent is unknown. Patient¿s current condition is improving with some slight deficits. No other information is available.

Manufacturer narrative:
D4: expiration date: added. H4: manufacturing date: added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated the physician completed treatment of a giant ophthalmic aneurysm using surpass evolve and axium coils. Approximately 12 hours post procedure the patient was brought back to angio suite with stroke symptoms. There was no clot to be retrieved. Patient was kept in the hospital for an additional week and had another flow diverter placed this monday. Slight deficit noted. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the reported ¿patient stroke, patient aneurysm rupture and patient intracranial hemorrhage¿.

Event description:
It was reported that after completion of treatment of a giant ophthalmic aneurysm on (B)(6) 2022 using stent (subject device), approximately 12 hours post procedure the patient was brought back to angio suite with stroke symptoms. There was no clot to be retrieved. It was confirmed to be hem aneurysm rupture of same treated aneurysm. There was some bleeding and subarachnoid hemorrhage. Patient was and continues to be on aspirin and plavix as dual anti platelet therapy (dapt) before and after the surgery. Stent (subject device) was reported to be performed as intended. An additional diagnostic was done on 18 october. Patient was kept in the hospital for an additional week and had another stent placed on (B)(6) at same location of subject stent. Indication of using another stent is unknown. Patient¿s current condition is improving with some slight deficits. No other information is available.